Manufacturer narrative:
Additional data: b.5, b.6, b.7, h.6. Date of alcl diagnosis: unknown date.

Event description:
Healthcare professional additionally reported "positive alcl testing." Pathological markers confirming alcl have not been received.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma fluid, 50 cc's and patient concern with the product.

Event description:
Healthcare professional reported a right side "seroma fluid, 50 cc's or greater" and an "exchange of textured breast implants due to the patient¿s concern with the product." Device remains implanted.